Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets bent cannula events on 08-feb-2026, 18-feb-2026 and 26-feb-2026 at upper buttocks and abdomen insertion site. Blood glucose level was high at the time of the event and patient took correction bolus via pump to resolve the issue.